Event description:
It was reported that the bd safe-clip¿ did not cut through the needles. The following information was provided by the initial reporter, translated from spanish: "a call is received from the patient's guardian to request a change of needle cutter, the guardian reports that: "the needle cutter no longer cuts the needle" it is indicated that the device has a useful life of 3 years. Likewise, re-training is scheduled for (B)(6) 2022 16:00 to validate the operation of the device. Due to the above, an adverse event is reported. In connection via teams, the needle cut is tested, evidencing that the needle does not enter correctly."

Manufacturer narrative:
H6: investigation summary : no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The patient reports that the needle cutter no longer cuts the needle. The video was examined, and it was observed that the user was not able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip from the video alone. A device history record review showed no non-conformances associated with this issue during the production of this batch. Based on the video received, embecta was unable to confirm the customer¿s indicated failure of not clipping. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nypro. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ did not cut through the needles. The following information was provided by the initial reporter, translated from spanish: "a call is received from the patient's guardian to request a change of needle cutter, the guardian reports that: "the needle cutter no longer cuts the needle" it is indicated that the device has a useful life of 3 years. Likewise, re-training is scheduled for (B)(6) 2022 16:00 to validate the operation of the device. Due to the above, an adverse event is reported. In connection via teams, the needle cut is tested, evidencing that the needle does not enter correctly."